Event description:
The customer reported the pilot balloon leaked and the cuff deflated on the patient tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.